Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. The blood glucose reading was 430 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer's spouse stated that the high blood glucose was due to the steroid injections the customer received. Auto mode was not active at the time of the event due to the need to calibrate. The customer was unable to calibrate due to the high blood glucose. No harm requiring medical intervention was reported. The pump will not be returned for analysis.